Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, depression, insomnia, anxiety, menopause and bladder operation. Concurrent conditions included asthma and allergy. Concomitant products included alprazolam (xanax) since 2013, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane) since 2009, escitalopram since 2014, estradiol since 2016, ondansetron from 2014 to 2016, paracetamol (tylenol) since 2005, ranitidine, sertraline hydrochloride (zoloft) since 2016, sumatriptan (imitrex) since may 2009 and trazodone since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods) / abnormal bleeding menorrhagia"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder / urinary tract / vaginal), type: vaginal") and nausea ("nausea"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines / headaches") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, vaginal discharge, alopecia and back pain had resolved, the vaginal infection, tooth disorder, dyspareunia, vision blurred, fatigue, weight decreased and back injury outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, alopecia, back injury, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per ppf discrepancy noted) she received treatment for dysmenorrhea (cramping),chronic, pelvic/abdominal, general abnormal bleeding, bleed, menorrhagia (heavy menstrual bleeding), metorhagia . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: plaintiff fact sheet and mr revived, new reporter, removal date, patient concomitant medication , condition event outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, depression, insomnia, anxiety, menopause and bladder operation. Concurrent conditions included asthma and allergy. Concomitant products included alprazolam (xanax) since 2013, brompheniramine maleate;pseudoephedrine hydrochloride (lodrane) since 2009, escitalopram since 2014, estradiol since 2016, ondansetron from 2014 to 2016, paracetamol (tylenol) since 2005, ranitidine, sertraline hydrochloride (zoloft) since 2016, sumatriptan (imitrex) since may 2009 and trazodone since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods) / abnormal bleeding (menorrhagia)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse);"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder / urinary tract / vaginal) - type: vaginal") and nausea ("nausea"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines / headaches") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, vaginal discharge, alopecia and back pain had resolved, the vaginal infection, tooth disorder, dyspareunia, vision blurred, fatigue, weight decreased and back injury outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain, alopecia, back injury, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6)2010, (B)(6) 2010 and (B)(6) 2010 (as per ppf discrepancy noted). She received treatment for dysmenorrhea (cramping),chronic, pelvic/abdominal, general abnormal bleeding, bleed, menorrhagia (heavy menstrual bleeding), metorhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, depression, insomnia, anxiety and menopause. Concomitant products included alprazolam (xanax) since 2013, escitalopram since 2014, estradiol since 2016, ondansetron from 2014 to 2016, paracetamol (tylenol) since 2005, ranitidine, sertraline hydrochloride (zoloft) since 2016 and trazodone since 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse);"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal infection ("infection type: vaginal / infection (bladder / urinary tract / vaginal) - type: vaginal ") and nausea ("nausea"). In (B)(6) 2011, the patient experienced vision blurred ("vision/eye problems type: blurred vision") and was found to have weight decreased ("weight loss"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods) / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), migraine ("migraines / headaches") and back injury ("back injury"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, abdominal pain, menorrhagia, vaginal haemorrhage, nausea, vaginal discharge, alopecia and back pain had resolved and the vaginal infection, tooth disorder, dyspareunia, vision blurred, fatigue, weight decreased, migraine and back injury outcome was unknown. The reporter considered abdominal pain, alopecia, back injury, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per ppf discrepancy noted) she received treatment for dysmenorrhea (cramping),chronic, pelvic/abdominal, general abnormal bleeding, bleed, menorrhagia (heavy menstrual bleeding), metorhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), infection type: vaginal, nausea, dental problems, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight loss, hair loss, lower back pain, migraines / headaches, back injury. Onset date of event menorrhagia, dysmenorrhoea were updated. Medical history, concomitant drug, lab data, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), metrorrhagia ("metorhagia (bleeding b/w periods)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding"). The patient was treated with surgery (hysterectomy full). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, metrorrhagia, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per ppf discrepancy noted) she received treatment for dysmenorrhea (cramping),chronic, pelvic/abdominal, general abnormal bleeding, bleed, menorrhagia (heavy menstrual bleeding), metorhagia diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) result-unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping),chronic, pelvic/abdominal, general abnormal bleeding, bleed, menorrhagia (heavy menstrual bleeding), metorhagia, (bleeding b/w periods) added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.